Manufacturer narrative:
(B)(4).

Event description:
Following pump replacement, the patient fell. Around this time period she began to notice a loss of pain relief from the intrathecal infusion. She didn't know if the decreased efficacy began after the pump replacement or after the fall. They began troubleshooting by attempting to access the cap (catheter access port). The physician was unable to aspirate more than a few drops from the catheter. The patient was taken into surgery for a catheter revision. The surgeon opened the pump pocket, disconnected the pump connector, exposed the excess tubing and tried to aspirate directly from the connector; this time he was easily able to aspirate 3 or 4 cc of fluid from the catheter. He injected dye and there did not appear to be any disruptions in the catheter; they continued to get a free flow of csf. The surgeon did not think that there was any evidence to suspect that the catheter had ever been the source of the problem. There was no history of the pump underinfusing. At refills, the actual residual pump volume was the amount expected or less. They did a (B)(6) study (twice) and there did not appear to be any change in the roller position. The surgeon thought that the pump was a possible cause of the problem and replaced the pump. The device system was used to deliver morphine sulfate 25 mg/ml and bupivacaine 1.8 mg/ml. Additional information has been requested. A follow-up report will be sent if additional information becomes available.